Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 ICD implanted: (B)(6) 2013; 693565 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported an infection occurred. The implantable cardioverter defibrillator (ICD), atrial lead and right ventricular lead were removed. During explant of the left ventricular lead, the lead "snapped off" and partially remains in the body. The device system was replaced. No further patient complications have been reported as a result of this event.